Event description:
Clinic notes for the patient were received and reviewed. It was indicated that after initial implant the patient complained of swelling and pain at the left axilla surgical site location. The patient then reported a few days later that they were in the ER due to her axilla surgical site opening up even more. The patient denied any drainage/bleeding from the site. The ER did elect to re-suture the surgical site to close the area. The surgeon spoke with the ER physician and it was indicated that the patient would return to the ER in a few days to have the surgical site checked and make sure it is healing well with clear of signs of no infection being present. No additional relevant information has been received to date.